Event description:
It was reported that during a da vinci-assisted surgical procedure, persistent recoverable error code 48100 on universal surgical manipulator 1 (usm1) was observed. User indicated that this condition was only allowing the customer to disable the usm arm. The user restarted the system but was unable to resolve the issue. The customer received phone assistance from the technical support engineer (tse). The customer stated that they needed all four usms for the procedure and had swapped to another patient side cart (psc) prior to calling about the issue. Tse advised the customer to troubleshoot when clinically possible and confirmed that the issue persisted after a hard power cycle of the replaced psc. It was further reported that the procedure was continued using another dv system with no issue and no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed a defective usm arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and completed the device evaluation. The unit was analyzed, and the error was confirmed via logs and replicated. The unit was tested on an in-house system in normal mode where error 32056 disabled the unit. The unit was also tested on a pftp where it failed agc current on the yaw searchlight with error 32056. A gold yaw searchlight was installed, and the unit passed agc current. Aba was performed and the yaw searchlight was found to be the source of the error.